Event description:
The customer reported a pacer equipment malfunction message during op check. There was no pt involvement.

Manufacturer narrative:
(B)(4). The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.